Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2025-07795. The final report will be submitted under 2916596-2025-07795.

Event description:
It was reported that the centrimag console had not started properly since it was unboxed. "Immediately" after setting up, the console displayed a black screen and has not responded since. The console was turned off and restarted, which did not resolve the issue

Manufacturer narrative:
Section a1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.